Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient's blood glucose reached 350mg/dl while wearing the pod on his arm for longer than 48 hours. They took him to the emergency room (ER). He was diagnosed with large ketones and high blood glucose. The pod was suspended for about 15 minutes, removed, and thrown away at the ER. Treatment included IV fluids, changing the pod, and bolusing with the pod. He was also provided zofran (4mg) for vomiting, he was experiencing nausea. The mother stated that the pump was not at all the issue, the patient was just extremely ill. The patient's blood glucose history is as follows: (B)(6).